Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient ventricular lead integrity alert triggered due to noise oversensing. The pace/sense portion of the lead was capped and replaced. The defibrillation coil remains active. No patient complications were reported as a result of this event.